Event description:
The contact stated that when the customer opened a new carton of test strips, the lid on the bottle of strips was open, and the strips were loose inside the carton. The customer stated that he used one of the strips to test his glucose and the reading was off. No exact values were provided. The customer did not allege any adverse events. The test strips are to be returned for evaluation. The pharmacy provided the customer with a new bottle of test strips.